Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo-provera), norethisterone (nora-be) and surgery (ablation and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded (total bilateral occlusion). Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain female, menorrhagia, dysmenorrhea, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 38-year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included hypertension since (B)(6) 2017, gerd since (B)(6) 2017 and obesity since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmennorhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo-provera), norethisterone (nora-be) and surgery (ablation and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, uti, vag. Infect and vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded (total bilateral occlusion).. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain female, menorrhagia, dysmenorrhea, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event vaginal hemorrhage was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal bleed') in a 38-year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo-provera), norethisterone (nora-be) and surgery (ablation and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, uti, vag. Infect and vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded (total bilateral occlusion).. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain female, menorrhagia, dysmenorrhea, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain, metrorrhagia (bleeding b/w periods), gen. Abnormal bleed, uti, vag. Infect, vag. Discharge were added. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, uti, vag. Infect and vag. Discharge were resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo-provera), norethisterone (nora-be) and surgery (ablation and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded (total bilateral occlusion). Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain female, menorrhagia, dysmenorrhea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: previously reported event was ¿pelvic pain¿. New events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping). Pelvic pain start date and outcome updated. Essure insertion date and removal date updated. Batch number (a57123) added. Reporters, consumer¿s date of birth, treatment drugs and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.